Event description:
It was reported that the camera head displayed a vertical line in the center of the image. The issue occurred during setup or inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1-address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: charge coupled device unit malfunction. A root cause could not be identified. Based on the results of the investigation, it was likely that the following led to the malfunction: the most probable cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.